Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital with fatigue and a low heart rhythm. Loss of ventricular capture was observed on non-sustained lead noise episodes and high out of range pacing lead impedance (pli). Setscrew issue was suspected. During revision, lead was tested and showed no anomalies. When lead was re-inserted into the device header, high out of range pli with no ventricular capture were observed. The generator was replaced and normal measurements were observed. Patient was fine with no complications.

Manufacturer narrative:
The reported field event of a setscrew anomaly was not confirmed in the laboratory. The device was tested on the bench, and test leads were inserted and secured normally. The reported field events of capture anomaly and high out of range rv pacing lead impedance were confirmed in the laboratory via bench testing. A hybrid anomaly was found. The hybrid was returned to the manufacturer for further evaluation. The high out of range pacing lead impedance was confirmed upon initial testing. However the failure was lost upon further testing and could not be reproduced. The root cause of the field events could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.